Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was disconnection between the locking titanium adapter and the patient connector of a minicap transfer set; further described as "transfer set fell off/unscrewed from the titanium adapter". This occurred during use of devices for peritoneal dialysis therapy. The titanium adapter was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.